Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the sensor mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a message 'lo' (reading less than 2.2 mmol/l) on the adc freestyle libre sensor scan and experiencing blurred vision. Customer had contact with a healthcare professional who obtained a reading of 32 mmol/l on their device and diagnosed the customer with hyperglycemia. Customer was treated with an injection of insulin (dose/type unknown) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a message 'lo' (reading less than 2.2 mmol/l) on the adc freestyle libre sensor scan and experiencing blurred vision. Customer had contact with a healthcare professional who obtained a reading of 32 mmol/l on their device and diagnosed the customer with hyperglycemia. Customer was treated with an injection of insulin (dose/type unknown) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.